Event description:
Caller reported a tandem mobi cartridge alarm during the cartridge loading process which caused their blood glucose to exceed 500 mg/dl, reaching levels marked as "high," though the specific value was unknown. To address the high blood glucose, the customer administered a correction injection using multiple daily injections and did not require assistance from a third party. Ultimaetly, the pump was replaced and the customer reverted to an alternate method of insulin therapy.